Event description:
According to the initial report, a patient required a re-do pulmonary valve replacement on (B)(6) 2021, 9 days after the initial procedure, because the graft became severely dilated.